Event description:
Caller reports back to back results of 102 mg/dl and 113 mg/dl on inform system #2 compared to results of 328 mg/dl and 431 mg/dl on inform system #1. Quality controls were run and in range. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used with inform system #2. Reference medwatch with the pt for the suspect device used with inform system #1.